Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a ventilator inoperative alarm was observed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a ventilator inoperative alarm was observed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower assembly, blower cap, blower chassis, blower bellows seal, blower mount, machine flow sensor, cooling fan/retainers, system board, outlet side panel, dual limb cup, tubing-fio2, tubing-system board, tubing-blower chassis, tubing-low flow o2, and muffler assembly were replaced due to dust/dirt contamination, the software was uploaded, which was not related to the malfunction/issue.